Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found that the fiber body was broken into three pieces. During the microscopic analysis, it was observed that the tip was degraded. The connector had no defects. During functional testing, the console read: error 67. Treatment used: 1 treatment left: 0. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The instructions for use (IFU) states to: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. The IFU also states that: a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The initial reported allegation of fiber fracture was confirmed. Based on the information available, the investigation was assigned the conclusion code of cause traced to component failure.

Event description:
It was reported that, during preparation for laser lithotripsy procedure, after it was taken out of packaging and while they were connecting it to the laser console, the fiber needed to be replaced. The damaged fiber was replaced with another fiber prior to use. There were no patient complications. Upon receipt at our cis marlborough analysis laboratory, it was noted that the fiber was fragmented into three pieces.

Event description:
It was reported that, during preparation for laser lithotripsy procedure, the fiber needed to be replaced. There was no initial performance allegation information for the fiber that was replaced. However, upon receipt of fiber at our cis marlborough analysis laboratory on 14-apr-2025, it was noted that it was fragmented into three pieces. Information was later received noting that the fiber break occurred during preparation for procedure, after it was taken out of packaging and while they were connecting it to console and with patient in the room. The damaged fiber was replaced with another fiber prior to use. There were no patient complications.